Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro short port blunt tip trocar (btt) would not hold air as the inflation valve dislodged. It is unk how the procedure was completed. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)